Event description:
Dilantin infusion started via pump. The pump alarmed that the infusion was complete but 100cc was still noted in the bag. The patient's IV site was checked and flushed with 3cc normal saline and was noted to be patent. The infusion stopped and pharmacy notified due to the one hour time limit. A new mix was received, the pump changed and infusion restarted.